Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device on (B)(6) 2024. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.